Event description:
The patient was s/p laparoscopic adjustable gastric band. The patient was scheduled for revision of gastric band due to port/system leak. There is no information on the band except that it was placed at another facility by a different physician.